Event description:
It was reported that, "revised because of early signs of infection. Made incision and debridement procedure and removed implants. Pt had a rest mod cone conical femoral prosthesis. After the 22mm head was removed with a tamp, it was noticed that the proximal cone of the rest mod construct was loose. Surgeon reimpacted the prox bone body, and tightened the screw and retorqued the screw before re-implanted the new 22mm head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will be submitted in a supplemental report. Catalog number and lot code of other device listed in this report: cat# 6260-4-322, lot # unk, description: 22.2mm v40 +8mm femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.